Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. The customer's blood glucose reading was unknown at the time of incident. Customer was on their back-up plan per their doctor's instruction. No further details given.